Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery was found to be completely depleted, and it was not possible to interrogate the device. The device was subsequently explanted and replaced. During the replacement procedure, the right ventricular (rv) lead was tested, and exhibited high thresholds and impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.